Manufacturer narrative:
Product event summary: at analysis the stated reason for return of device not pacing for expected length of time during a battery changeout was confirmed. It was additionally noted that the battery drawer was very hard to open as it was sticky, and that an incoming test was unable to be performed as the device shut down continuously during the test. Both super capacitors were noted to be defective, the battery drawer had thermal damage, the attachment ring and cover were missing, both bail covers were cracked and a hardware update was required. The unit was cleaned and inspected, both super caps, both bail covers and the battery drawer were replaced, a new attachment ring and cover were installed, the hardware was updated and the unit was tested on the automated test system and passed.

Event description:
It was further reported that the product had been returned to service.

Event description:
It was reported that during servicing the external pulse generator did not continue pacing for the expected length of time after the battery was removed to be changed out. The generator has not been returned for service. There was no patient involvement.